Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that during an abdomen drain placement; the physician noticed it was leaking while the patient was still on the table. After troubleshooting and injecting, the hub fell off. The patient required a device exchange.according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.